Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the handpiece was received with the nose cone cracked. Possible causes of the nose cone being cracked include the handpiece being banged or dropped, or the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and there was evidence of moisture ingress, the moisture indicator was found positive. In addition the acoustic isolator was found torn with washers present. The handpiece has a number of seals to prevent fluids from entering the housing. ¿moisture present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The damaged nose cone allowed the ingress of moisture.

Event description:
It was reported that during an unknown procedure, the handpiece didn¿t work properly. Customer cannot provide any more details about the circumstances in which the issue occurred. No patient consequence was reported.